Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a coronary artery. A 38 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was severely deformed during positioning of the device. The procedure was completed with a different device and the patient was sent for surgery. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. Bsc ID: (B)(4).

Event description:
It was further reported that the patient was not sent for surgery and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent struts were damaged and bunched causing the proximal end of the stent to move 8 mm in a distal direction from the distal end of the proximal markerband. The maximum crimped stent profile measurement at the time of manufacture was within specification. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the shaft polymer extrusion found a mid shaft break 70 mm distal from the hypotube mid shaft bond exposing the core wire and a shaft polymer extrusion break 17 mm proximal to the prox balloon bond. Part of the polymer extrusion was not returned for analysis. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping however a review of the manufacturing data for the stent profile and the vacuum decay test (vdt) data for the device was carried out and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the patient was not sent for surgery and the patient's status was stable.